Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device "locked up". No further information was provided. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant indicated the device is due for preventative maintenance. No device malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will be returning to zoll for a prevenative maintenance. The customer stated there was no device malfunction. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.